Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an ECG record was assigned to the incorrect patient. There was no report of patient or user harm.